Event description:
It was reported that the atrial lead had high impedance, would not pace or sense, and had an apparent conductor fracture. The right ventricular lead had varying and high impedance, intermittent noise, and had an apparent conductor fracture. Subclavian crush was suspected on both leads. Both leads were capped and replaced. Additionally, it was reported that the device was explanted and replaced because a smaller device was required for the patient's anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.